Event description:
Caller reported that t:slim x2 pump battery would not charge, with power source alert 07 noted around the time issue began. There was no adverse impact to the customer¿s blood glucose level. Cts instructed customer to leave wall adapter plugged into working outlet for 30 minutes to start charging process and planned to follow up, although initial attempt to contact was unsuccessful and involved leaving a voicemail.